Manufacturer narrative:
Event date: approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues that led to an in-clinic evaluation, which revealed a cylinder tube crack. The cause of the observed damage was not determined by hospital facility. Approximately two weeks later, a surgical procedure was performed, wherein the pump and cylinder were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. . Upon receipt at our quality assurance laboratory, these ipp components underwent a thorough analysis. The cylinders were visually inspected, microscopically examined. Wear at folds was noted on both cylinders. The first cylinder has a leak at a fold in the proximal end. The second cylinder had multiple sharp instrument damage which likely occurred during explant. Due to these anomalies, the cylinders were not pressure tested. Product analysis confirmed the reported allegation of mechanical issues, as the observed cylinder anomaly likely affected the functionality of the device; however, the tubing hole allegation was not confirmed through product analysis.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues that led to an in-clinic evaluation. Approximately two weeks later, the patient underwent a revision procedure. During surgery, a cylinder tubing crack was confirmed. Therefore, the pump and cylinder were removed and replaced. The cause of the observed damage was not determined by hospital facility. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues that led to an in-clinic evaluation, which revealed a cylinder tube crack. The cause of the observed damage was not determined by hospital facility. Approximately two weeks later, a surgical procedure was performed, wherein the pump and cylinder were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Update to b5 describe event or problem upon receipt at our quality assurance laboratory, these ipp components underwent a thorough analysis. The cylinders were visually inspected and microscopically examined. Wear at folds was noted on both cylinders. The first cylinder had a leak at a fold in the proximal end. The second cylinder had multiple sharp instrument damage consistent with explant. Due to these anomalies, the cylinders were not pressure tested. The ms (momentary squeeze) pump was visually and microscopically examined, and functionally tested. The pump did not pass activation testing. Product analysis confirmed the reported allegation of mechanical issues, as the observed cylinder anomaly likely affected the functionality of the device; however, the tubing hole allegation was not confirmed through product analysis.